Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve (see attached photos). The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band and inflator were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that patient came back from cath lab and had the tr band on and no air had been released. While following protocol and releasing air 1-2 cc of air every 15 minutes, on the fifth removal they were only able to remove 2 cc of air when it should have had approximately 7 cc left in the band. The concern was that 13 cc of air was inserted when the tr band was applied however, the balloon was deflated after removal of 6 cc. It appears to have had a leak somewhere as the 13 ml did not stay in the tr band. At that time, the right radial site was mildly oozing however, no bruit/thril/hematoma noted. The patient remained in stable condition. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. No other devices were used in the access site.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior clinical risk advisor. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.